Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
An outside law firm submitted a complaint that alleges: "a patient who developed shock liver following surgery experienced pump malfunctions on two consecutive days. The first event was an inappropriate air-in-line alarm that interrupted the patient's norepinephrine infusion, causing the patient to suffer a cardiac arrest. The second event was an air-in- line alarm that led to hypotension. The patient ultimately died." A review of b. Braun's complaint system found a similar case, previously reported in MFR report # 9610825-2024-00894 ; however, because there are slight differences in the description, a new case is being initiated out of an abundance of caution.

Manufacturer narrative:
This complaint has been identified as b braun medical internal complaint number (B)(6). The device and device history logs were not returned for evaluation. Further investigation of the complaint is not possible without a device for evaluation. If the device does become available, the complaint will be reopened for further evaluation. All information concerning this reported incident has been included in our trend analysis of the product line.